Manufacturer narrative:
The engineering evaluation noted in the experience reported that the prosthesis wear was likely the result of using an off-label femoral stem, which may have caused femoral neck impingement. However, this cannot be confirmed as the devices have not been revised, and therefore, have not been returned to exactech for evaluation. ¿excessive wear of the implant components secondary to impingement of components or damage of articular surfaces¿ is listed in the product labeling under device specific risks. Concomitant medical device(s): (cn: 180-11-46, sn: (B)(4)) cup cluster-hole ha 46mm.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): (cn: 180-11-46, sn: (B)(4)) cup cluster-hole ha 46mm.

Event description:
Premature wear of polyethylene.